Event description:
It was reported that on january 19th, a myosure procedure was performed and the physician perforated during the dilation. They visualized perforation and were also able to visualize the bowel as well. The physician proceeds to resect the tissue with poor distension and visualization. No additional information is available.